Event description:
The needle pulled off of the suture as the surgeon was closing the anastomosis during a coronary artery bypass graft. The surgeon used another suture with no adverse consequence to the patient.